Event description:
(B)(4): dyspnea, (B)(4): pruritus, (B)(4): throat tightness, (B)(4): urticaria. 49-year-old aa female status post bilateral prophylactic skin-sparing mastectomy presented to emergency room about 1 month after procedure with chief complaint redness, pain, and swelling of left breast around incision. Patient denied any fever, chills, trouble breathing. Per medical certificate, white blood cells normal and normal electrolytes. Patient was admitted to plastic surgery for evaluation. Patient was started on vancomycin in the ed. Per plastic surgery, plan was to start vancomycin/cefepime with re-evaluation the next morning. Patient was given first dose of cefepime at 2 am the morning after admission. Per nursing note, patient c/o itching and throat closing up shortly after antibiotics started, nurse stopped antibiotics and rapid response called. Arterial oxygen saturation was 98% and respiration rate within normal limits, although tongue was noted to be mildly swollen. Md ordered diphenhydramine and albuterol, patient`s symptoms improved. Per note addendum, md at bedside with documentation that patient is stable and will continue to monitor. Patient was changed to ciprofloxacin with allergy entered in for cefepime. Patient was scheduled for operating room for washout and implant replacement. Infectious disease was consulted and agreed with vancomycin and ciprofloxacin, breast culture was positive for e-coli. Per infectious disease, continue both vancomycin and ciprofloxacin for now, but may stop vancomycin if no new culture data results with the next day. Patient was discharged on oral ciprofloxacin per infectious disease instruction with discharge labs indicating a normal wbc at 5.5 and afebrile. Patient continues to be followed outpatient by plastic surgery. Diagnosis for use: infection. Reference report: mw5163646.